Manufacturer narrative:
Date sent to FDA: 9/15/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-04092020-0000798817 submitted for adverse event which occurred on (B)(6) 2015. Mwr-04092020-0000798818 submitted for adverse event which occurred on (B)(6) 2015. Mwr-04092020-0000798819 submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the patient underwent lysis of adhesions to the old mesh during which the surgeon noted interoperatively the old mesh was revised and the repair was reinforced. It was reported that the patient underwent release of small bowel obstruction on (B)(6) 2015. It was reported that the patient underwent recurrent incarcerated ventral incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted intraoperatively the entire ileum was freed so that the edge of the stoma opening in the muscle and mesh was exposed. It was reported that the patient underwent incarcerated parastomal hernia on (B)(6) 2015 and mesh was implanted during which the surgeon noted the fascia was opened with cautery until the previously placed mesh was encountered. The mesh was opened with cautery until the previously placed mesh was encountered. The mesh was opened and adhesions were noted. The loop of bowel going into the hernia defect was identified. It was reported that the patient experienced severe pain, inflammation, bowel obstructions, severe constipation, nausea, colon dysfunction, adhesions, scarring, bulging, loss of appetite, stress and anxiety. It was reported that the patient had previously underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.